Event description:
Caller states the pt tested >8.0 inr and >8.0 inr on the coaguchek system while a comparison lab returned as 4.7 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.